Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. A definitive root cause could not be identified, however, based on historical results, it's likely the following led to the peeling of the tissue pad: during output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical instrument tissue pad peeled off at the first output during laparoscopic cholecystectomy. There was no detachment inside the patient's body. The procedure was completed by replacing it with another same product. There were no reports of patient harm.